Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the coating of the guide wire peeled off during removal. It is unknown if any coating remains in the patient. The procedure was successfully completed with this guide wire. There were no reported patient complications. Patient status listed as "fine". Further information about the event has been requested.